Event description:
The following report was received from the affiliate: during a coronary intervention, the guiding catheter was engaged to the target vessel. The guide wire crossed the target lesion. Then a 2.5x18mm cypher des was delivered to the target lesion. While inflating the cypher at 12 atms, the balloon would not inflate. Therefore, the physician retrieved the device and a different cypher des of the same was deployed at the target leison. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united stated product. Any additional information will be submitted within 30 days of receipt.